Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard g2 filter was deployed within the inferior vena cava with its top at l2 level just below the renal veins for a patient with deep vein thrombosis. After, four days of post deployment, computed tomography of abdomen and pelvis without contrast was performed due to abdominal pain and the result showed that there was an inferior vena cava filter present. Around, nine years and six months later, computed tomography of abdomen and pelvis without intravenous contrast was performed, which showed that there was an inferior vena cava filter with proximal tip at the level of the right renal vein. The filter was slightly tilted towards the right and a few of the limbs appeared to project beyond the lumen of the inferior vena cava. There was caval perforation. Grade 2 perforation of 4 o¿clock strut 0.73 cm. Multiple grade 1 perforations. Grade 3 perforation of 7 o¿clock strut to abut l3 vertebral body. 7.48 degrees of coronal tilt was noted and no substantial sagittal tilt. Apex of filter did not touch the wall of the inferior vena cava. Migration was noted. Apex of filter was at the level of left renal vein confluence. No inferior vena cava stenosis. No definite fracture or missing struts. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 05/2011), g3, h6(method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 05/2011.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.